Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03371 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-03372 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on an unknown. According to the complainant, during the procedure, an audible click was heard when the clip was deployed; however, the clip failed to fully close and lock onto tissue. The clip fell off in the colon in an open state and the detached clip was retrieved with the use of a biopsy device. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip was fully deployed and the clip assembly was not returned with the device. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03371 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-03372 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on an unknown. According to the complainant, during the procedure, an audible click was heard when the clip was deployed; however, the clip failed to fully close and lock onto tissue. The clip fell off in the colon in an open state and the detached clip was retrieved with the use of a biopsy device. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.